Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 4.6 mmol/l (mobile system ) and 2.4 mmol/l (professional meter). The customer was having hypoglycemic symptoms of "extreme dizziness, irritability and unresponsiveness" at the time of the results. The customer was treated by the ambulance personnel with a "glucose injection." The customer has fully recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.